Manufacturer narrative:
The referenced report of previous pump exchange is covered under MFR report#2916596-2016-01861. (B)(4). Approximate age of device ¿ 5 days. The explanted pump was returned for evaluation. The evaluation of the lvad confirmed deposition in the pump. A tissue-like thrombus formation was adhered around the inlet bearing ball. The deposition lacked denaturing but showed evidence of lamination, indicating that it likely developed around the inlet bearing ball over an undetermined amount of time while the pump was operating. Additionally, a small, loose, tissue-like deposition was present in the proximal side of the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing and was not adhered to the outlet bearing ball or stator blades. There was no evidence of contact marks on the outlet portion of the rotor. Although the deposition did not appear to have originated in this location, its specific origin and a duration in which it was present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to high lactate dehydrogenase (ldh) levels and right heart failure. The patient had previously undergone a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. Additional information was requested but not provided.